Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an atrial arrhythmia burden (aab) of greater than 10.9 hours. Review of the presenting electrogram (egm) showed an atrial arrhythmia with an average ventricular rate of86bpm during atrial tachycardia response (atr). Additionally, prior to the arrhythmia, atrial capture could not be confirmed on the atr egm. Lead assessment with a programmer was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
It was reported that review of a scheduled device transmission noted a greater than thirty percent change in atrial pacing impedance measurements. Measurements showed a fluctuation from 555 ohms to 821 ohms. The information was documented and communicated to the patient's following clinic. The lead remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an atrial arrhythmia burden (aab) of greater than 10.9 hours. Review of the presenting electrogram (egm) showed an atrial arrhythmia with an average ventricular rate of 86bpm during atrial tachycardia response (atr). Additionally, prior to the arrhythmia, atrial capture could not be confirmed on the atr egm. Lead assessment with a programmer was recommended. The system remains in service and no adverse patient effects were reported.